Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) prematurely reached a battery status of elective replacement indicator (eri). An invasive procedure was performed and it was suspected by the physician that a loose rate sensing setscrew caused oversensing/premature battery depletion. The ICD was replaced and the new transvenous defibrillation lead was implanted.